Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as the customer successfully cleared the occlusion alarm. Reportedly, the customer continued to use the pump for insulin therapy.